Event description:
It was reported, that the nursing home brought this patient to the emergency room (ER), as the patient had a rate in the thirties. According to the health care professional (hcp) the patient goes into asystole, when they raise their left arm. Measurements appeared normal. However, the ER documented a loss of capture on strips. It was also noted, that the clinic documented a lead impingement at the time of the device change out in 2018. The hcp was going to take a chest x-ray. And a field representative programmed the output to 6 volts and the sensitivity to 5 millivolts. The patient was then transferred to (B)(6) for further treatment. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).